Event description:
It was reported that this device since the last follow-up has been exhibiting increasing, unexpected power usage. It was alleged this depletion was premature. Technical services was contacted, but because the patient was not enrolled in remote monitoring, no device data was provided for review. The field indicated the patient would be more closely monitored until a device replacement procedure can be performed. Subsequently, the device was explanted and replaced to resolve the event. It was stated the device would not be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this device since the last follow-up has been exhibiting increasing, unexpected power usage. It was alleged this depletion was premature. Technical services (ts) was contacted, but because the patient was not enrolled in remote monitoring, no device data was provided for review. The field indicated the patient would be more closely monitored until a device replacement procedure can be performed. Ts was recently contacted again for a device data review, where it was indicated the power consumption of the device battery had increased to 232% and the remaining longevity was 3.5 years. However, complete device data was not provided and no further analysis was able to be performed. The field representative noted that the patient was scheduled for a device explant and procedure in june, but a specific date was not provided. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that this device since the last follow-up has been exhibiting increasing, unexpected power usage. It was alleged this depletion was premature. Technical services was contacted, but because the patient was not enrolled in remote monitoring, no device data was provided for review. The field indicated the patient would be more closely monitored until a device replacement procedure can be performed. At this time, the device remains implanted and no adverse patient effects were reported.